Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported the stimulator shifted and moved around. The device flipped around a couple of months after implant. The stimulator was changed out for a rechargeable device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device started rolling under the skin and walking caused irritation. No further complications were reported.